Event description:
Article entitled " previous rotator cuff repair increases the risk of revision surgery for periprosthetic joint infection after reverse shoulder arthroplasty" written by marie l. Jensen, md, steen l. Jensen, md, phd, matthijs bolder, md, klaus w.j. Hanisch, md, anne kathrine b. Sørensen, md, bo s. Olsen, md, phd, thomas falstie-jensen, md, phd, jeppe v. Rasmussen, md, phd published by the journal of shoulder and elbow surgery in july 7, 2022 was reviewed. The purpose of this study was to determine previous non-arthroplasty surgery as a risk factor for revision owing to pji after rsa for cuff tear arthropathy, massive irreparable rotator cuff tears, or osteoarthritis. 2217 patients were included within the study. 130 were implanted with delta iii and 1883 were implanted with delta xtend. Adverse events: delta iii had 12 revisions due to pji and 6 for unknown reason. Delta xtend had 24 revisions due to pji and 36 for unknown reason.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot; a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.